Event description:
Reporter alleged obtaining discrepant blood glucose results of 18 mg/dl back to back with a result of 110 mg/dl when testing was performed within less than 30 seconds of each other. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.